Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients ipg incision site never fully healed. It was also mentioned the patient had a non-device related sepsis. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in october 2023.

Event description:
It was reported that the patients ipg incision site never fully healed. It was also mentioned the patient had a non-device related sepsis. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.